Event description:
It has been reported that an nrg transseptal needle was selected for use. During the procedure, it was mentioned that despite replacing the cable once, the needle was unable to be energized. There were 2-3 attempts to cross the septum, the radio frequency sound was heard when energization was attempted and tenting the septum was confirmed. Additionally, the bmc rf generator was in 'ready' mode when the issue was noted. Thus, the needle was replaced, and the procedure was completed successfully. No patient complications were reported. Product is expected to return for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for use. During the procedure, it was mentioned that despite replacing the cable once, the needle was unable to be energized. There were 2-3 attempts to cross the septum, the radio frequency sound was heard when energization was attempted and tenting the septum was confirmed. Additionally, the bmc rf generator was in 'ready' mode when the issue was noted. Thus, the needle was replaced, and the procedure was completed successfully. No patient complications were reported. Product is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the nrg rf needle was first visually inspected, and it passed flushing test (pre and post decontamination). Also, the proximal shaft and distal tip was damaged. Next, the device failed the test for inspection with curve overlay; there were signs of manual reshaping at the distal end and shaft of the needle (bent shaft). A labeling review was conducted, and it was determined there was evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use, which warns the user to 'do not bend the nrg transseptal needle. Excessive bending or kinking of the needle tip may damage the integrity of the needle and may cause patient injury. Care must be taken when handling the needle'. Last, the device passed the functional test; needle successfully delivered radio frequency and cross the tissue during investigation. Therefore, the reported allegation of failure to cross could not be confirmed.